Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. Moreover, the xray showed that this lead was pulled back. The lead was surgically abandoned. No additional adverse patient effects were reported.